Event description:
It was reported to philips that the flex vision computer was not working, preventing a full system boot. The device was in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of the complaint.